Event description:
It was reported that the abutment screw (iguca2c) loosened. The screw was removed and a new one was placed. Tooth location 35.

Manufacturer narrative:
This report is being submitted to relay additional information. 0001038806 - 2019 - 00044 - 1 has also been submitted. The following sections are being reported: b5: it was reported that the abutment screw loosened. The screw was removed and a new one was placed. Tooth location 35. G4: 15 apr 2019 h3: yes, evaluation summary attached h4: 12 jun 2018 h6: method, results, conclusion the investigation has been completed based on the available information of the item #, lot# as the reported device product has been misplaced in house. A CAPA has been opened to address missing product. If the reported device is found, the complaint evaluation will be reopened to capture additional information. X-rays were provided that indicate screw loosening. The reported condition of "abutment screw loosened" was confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar events and no other complaint was identified. A definitive root cause could not be determined. Probable cause for the reported event includes insufficient screw torque. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment screw loosened. The screw was removed and a new one was placed. Tooth location 35.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being submitted: it was reported that the abutment screw loosened. The screw was removed and a new one was placed. Tooth location 35. Date rec¿d by MFR: 16 apr 2019. Device evaluated by MFR: yes. The reported complaint device was received for evaluation. Visual inspection of the device identified some residue present along the edge of the screw heads.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iguca2c) loosened. The screw was removed and a new one was placed. Tooth location 18.